Event description:
It was reported that the customer was admitted on (B)(6) 2015 with a blood glucose level of 280 mg/dl. Customer's blood glucose level was 400 mg/dl before admission. Customer called before about a no delivery alarm during bolus or basal. Pump was replaced. Customer was vomiting and had a headache. Customer's parents do not know how long the customer will be hospitalized. They will call back to answer other questions. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.